Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the provided angiographic pictures were reviewed. Two fragments of the balloon catheter were returned for technical investigation. One fragment consists of the shaft and the proximal part of the balloon. The balloon has ruptured in transversal manner in the cylindrical balloon part about 3 cm distal from the position of the proximal x-ray marker. Microscopic analysis of the balloon surface revealed several deep transversal scratch marks close to the fracture site. The second fragment consists of an elongated part of the inner shaft including the two x-ray markers. The tip and the distal balloon part were not returned for investigation. According to the received information no device parts remained in the patient. In addition to the technical investigation the provided angiographic film of the procedure was reviewed. The pictures show the lesion in a strongly curved part of the av fistula and the balloon inflation. The balloon is locally constricted during the inflation. The rupture of the balloon and the subsequent salvage of the parts with the 8f- aspiration catheter are not documented on the provided pictures. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigation and the provided information we come to the conclusion that the transversal balloon rupture most probably occurred as consequence of the dilatation of the calcified and curved stenosis. No material or manufacturing related root cause could be determined.

Event description:
Ous MDR - a tight 95% stenosis in the venous part of an av fistula was treated. The passeo-18 5/40/90 ruptured at 10 atm. During withdrawal a part of the balloon remained in the vein. The remaining part of the balloon was successfully retrieved from the patient with an 8 f aspiration catheter. No patient injury was reported. The patient was discharged home.